Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient coded and had been externally shocked and CPR performed. Upon interrogation, atrial and right ventricular leads exhibited low impedance. According to the device history, the change happened the day of the code. Physician suspected that the leads may have been damaged from CPR compressions. Both leads were capped and replaced on (B)(6) 2017. Patient was doing fine during and after the procedure.